Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high accutni results, generated by the unicel dxi 800 access immunoassay sys for two pts. Customer tested a sample for accutni and obtained a result of 5.41ng/ml. Upon repeat, this sample gave a result of 0.20ng/ml. Per customer, in early 2008, another pt had elevated accutni results that were questioned. Repeat testing was performed on this pt sample and it resulted in the normal range. The data for this pt has not been supplied to date. Erroneous results were reported outside of the lab. There was no death, injury or change to pt treatment attributed to or connected with this event.

Manufacturer narrative:
Sample collection data was not supplied. Per field svc engineer (fse), customer centrifuges samples at 3300 rpm for 10 minutes. Qc data has not been supplied to date. The fse was on-site: per fse, there were no errors in the customer's event log that could have caused this event. The fse performed diagnostic testing with good results. The fse reviewed the customer's maintenance log which looked fine and also discussed sample handling with the customer. A clear root cause has not been determined to date for this event. A malfunction will be assumed for the purpose of this report.